Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2005; 0185 competitor implantable defib lead (b)(60 2005; 4543 competitor implantable pacing lead (b)(60 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.